Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jun2020.

Event description:
The customer reported automatic shutdown of unit. The service technician confirmed the reported issue and identified failure of alarm lamp. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the power switch to resolve the reported issue and replaced the user interface to resolve the reported issue of alarm lamp failure. The unit passed tests and returned to full function.